Event description:
Incapacity and inability to walk/trouble walking [abasia]. Clicking sound at the level of the articulation in the knees [joint crepitation]. Pain in knee/ significant pain [arthralgia]. Frequency of injections every six months [inappropriate schedule of drug administration]. Case description: spontaneous report was received on (B)(4) 2013 from the pharmacist regarding a male patient (age not provided), initials unknown, with osteoarthritis in knees. The patient's medical history was not provided. On an unspecified date, the patient initiated treatment with synvisc (hylan g-f 20) injection (dose not provided) weekly, in an unspecified knee. The lot number for synvisc was not provided. It was reported that the first two injections of synvisc were without any pain or problem. On unspecified date in (B)(6) 2012, the patient received his third injection and after that, the patient experienced pain in knee and was unable to walk for 04 days and then difficulty in walking for 03 days. After about one week, the patient recovered from the event of inability to walk/trouble walking. On an unspecified date, the patient also recovered from pain in knee. Relevant concomitant medications were not provided. The intensity for both the events was not provided. The reporting pharmacist did not provide the relationship between synvisc nd both the events. Follow-up information was received on (B)(4) 2013 from the pharmacist regarding clinical course and event information which upgraded the case to serious. It was reported that the frequency of the synvisc injections was every six months (inappropriate schedule of drug administration) and not weekly as reported previously. The patient's pain began the same day of synvisc administration and the inability to walk began the next day. The patient experienced significant pain for 03 weeks following the third injection. It was reported that patient heard and felt a "clicking sound at the level of the articulation in the knees" upon administration of third injection. The reporting pharmacist assessed the event of inability to walk/trouble walking as serious because it led to persistent and significant disability. It was reported that the patient recovered from knee pain/significant pain after 03 weeks of synvisc administration. The outcome for the event of "clicking sound at the level of the articulation in the knees" was not provided. The intensity for the event of inability to walk/trouble walking was severe. The intensity for the event of "clicking sound at the level of the articulation in the knees" was not provided. The reporting pharmacist assessed the causal relationship between synvisc and the events of inability to walk/trouble and pain in knees as possible. The pharmacist did not provide the causal relationship between synvisc and the event of "clicking sound at the level of the articulation in the knees".

Manufacturer narrative:
Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.